Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the devices were reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2012 via tha by using the liner (p/n: 121889148), the stem (p/n: 900534210), the head (p/n: 962700100). It was reported that the revision surgery was scheduled to be performed on (B)(6) 2019 because dislocation had occurred twice recently. Dr¿s view: there was a pseudotumor caused by armd, therefore it might be impingement had happened on it and dislocation had occurred. No further information is available.

Manufacturer narrative:
Product complaint # : (B)(4). Patient code: no code available (3191) used to capture the surgical intervention and medical device removal depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.